Event description:
The user reported a false negative result with binaxnow covid-19 ag self test performed on (B)(6) 2021. Confirmation testing performed with pcr generated positive results. Due diligence attempts for additional information was performed however no additional information has been provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146864 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146864 and device part number 195-430h / lot 141369a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146864 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.